Event description:
Patient seeking legal action. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient seeking legal action. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update: 3/17/14 - the sales rep has reported the revision surgery. Patient was revised to address pain, dislocation and leg length discrepancy. This complaint was updated 04/04/2014. Update rec'd 10/14/2013¿ pfs and medical records received. After review of the medical records the revision operative note confirmed unstable hip that was sliding in and out. The cup was also revised, but was noted to be stable and well fixed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/22/2014. Doi: (B)(6) 2009 dor: (B)(6) 2014 aug. 27, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.